Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On july 21, 2015, a reporter (pharmacist) for the patient contacted lifescan (lfs), alleging that the patient¿s onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue with the meter started on (B)(6) 2015, at 1:00 am, when the patient obtained an alleged inaccurately high blood glucose result of ¿116 mg/dl¿ with the subject meter compared to ¿40 mg/dl¿ on a onetouch vita meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ criteria for accuracy. The patient manages his diabetes with insulin (no adjustments). The reporter was unable to say whether the patient had made any changes to his normal diabetes management routine. The reporter claimed that ¿4 minutes¿ after obtaining the reading on the subject meter the patient developed symptoms of ¿hand and feet shaking, heart beating quickly, sweating and dizziness¿. The reporter denied that the patient had received any treatment for his symptoms. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. The patient¿s test strips were within date and had been stored correctly and the test strip vial was not cracked or broken. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurately high blood glucose reading on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.